Manufacturer narrative:
Manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one atlas pta dilatation catheter was received for evaluation. During visual evaluation, no kinks were noted to the catheter shaft and no anomalies to the luers, bifurcate or glue fillets. Under microscopic examination, peeled pebax was noted to the distal end of the balloon. During functional testing, an in-house presto inflation device was used to inflate the balloon. Water was noted leaking from the distal end of the balloon. The balloon fibers were stripped and under microscopic examination a longitudinal rupture was noted at the distal end of the balloon. No other functional testing performed. One video was provided and reviewed. The video shows an atlas balloon being inflated. Water is noted leaking from the distal end of the balloon. No other specific anomalies noted. Therefore, based on the video review the reported leak can be confirmed as water is noted leaking from the distal end of the balloon during inflation. Therefore, the investigation is confirmed for the reported leak since water was noted leaking from the distal end of the balloon during functional testing. The investigation is confirmed for the identified longitudinal balloon rupture since a longitudinal rupture was noted at the distal end of the balloon during microscopic examination. The investigation is confirmed for the identified peeled pebax since peeled pebax was noted to the distal end of the balloon during microscopic examination. A definitive root cause for the reported leak, identified longitudinal balloon and identified peeled pebax could not be determined based upon the provided information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. (Expiry date: 03/2024).

Event description:
It was reported that prior to an angioplasty procedure, the pta balloon allegedly leaked contrast at the tip. It was further reported that another balloon was used to complete the procedure. There was no patient contact.

Manufacturer narrative:
Manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one atlas pta dilatation catheter was received for evaluation. During visual evaluation, no kinks were noted to the catheter shaft and no anomalies to the luers, bifurcate or glue fillets. Under microscopic examination, peeled pebax was noted to the distal end of the balloon. During functional testing, an in-house presto inflation device was used to inflate the balloon. Water was noted leaking from the distal end of the balloon. The balloon fibers were stripped and under microscopic examination a longitudinal rupture was noted at the distal end of the balloon. No other functional testing performed. One video was provided and reviewed. The video shows an atlas balloon being inflated. Water is noted leaking from the distal end of the balloon. No other specific anomalies noted. Therefore, based on the video review the reported leak can be confirmed as water is noted leaking from the distal end of the balloon during inflation. Therefore, the investigation is confirmed for the reported leak since water was noted leaking from the distal end of the balloon during functional testing. The investigation is confirmed for the identified longitudinal balloon rupture since a longitudinal rupture was noted at the distal end of the balloon during microscopic examination. The investigation is confirmed for the identified peeled pebax since peeled pebax was noted to the distal end of the balloon during microscopic examination. A definitive root cause for the reported leak, identified longitudinal balloon and identified peeled pebax could not be determined based upon the provided information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. (Expiry date: 03/2024).

Event description:
It was reported that prior to an angioplasty procedure, the pta balloon allegedly leaked contrast at the tip. It was further reported that another balloon was used to complete the procedure. There was no patient contact.